Manufacturer narrative:
(B)(6). Through follow up it was learned the device was discarded by the customer. The manufacturing records for the intraocular lens (iol) were reviewed. The pcb00 manufacturing process record was evaluated. A search showed this is the first complaint reported in this production order. The devices were manufactured within specifications. There were no associated deviation or non-conformity reports found in the manufacturing record review. The device manufacturing procedures were performed as required. There are no existing nonconformities or potential nonconformities for this reported complaint. There were no discrepancies found during the review that were related to report of iol torn. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. Labeling review of the directions for use (dfu) were completed. Directions for use state that prior to opening the outer box, examine the outer box label for lens model, diopter power, proper configuration and expiration date. Do not use the device if the cartridge tip is damaged, nicked, split or cracked open. Do not attempt to disassemble, modify or alter this device or any of its components, as this can significantly affect the function and/or structural integrity of the design. The dfu instructs the customer to inspect the device before use. The dfu adequately provides instructions, precautions, and warnings for the proper use, preparation, handling and implantation of the lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Age at time of event or date of birth: unknown. Sex/gender: unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted into the patient's eye. The surgeon then noticed the lens was cracked (torn); therefore, the surgeon had to remove the lens and replaced it with another lens. There was a delay of approximately 10 minutes in the procedure, but there was no patient injury reported. No further information was provided.